Event description:
Related manufacturer report number: 3006705815-2022-15764. It was reported the patient experienced ineffective stimulation and one of the leads was fractured. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.